Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower unable to login, users were still able to see the messages flowing, but none of them could log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to login. The technical support specialist (tss) dialed into the test carefusion coordination engine (cce) environment, reset the cmc password, and confirmed successful access and functionality after the reset. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.